Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced incontinence. It was suspected sub-cuff atrophy. The aus was explanted and replaced. No additional patient complications reported.